Event description:
Related manufacturer reference number: 1627487-2022-01512. It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Additionally, the patient reported experiencing ineffective therapy with their scs system prior to the ipg reaching end of life. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address all reported issues.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.